Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient on impella rp flex support and was transferred to a second hospital. Upon observation via x-ray, the impella rp flex looked deep. The impella rp flex was repositioned. It was further reported that the patient plasma-free hemoglobin on first draw was 380. Second draw was 350. The physician was concerned for hemolysis due to the patient only having one kidney. The next day the impella rp flex was removed and the patient continued on support with extracorporeal membrane oxygenation and protek support. The patients outcome is stable.

Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The impella device was not returned for evaluation. The clinical states that on (B)(6) 2025: patient arrived from outside facility for transfer, impella rp flex noted to be deep. Due to lack of clinical details, the root cause of the positioning issue of the impella being too deep cannot be determined. The data logs show that there was no trend in the placement signal, changes in motor current or positioning alarms. Due to the lack of concrete information, the root cause of the hemolysis cannot be determined.

Event description:
The complainant also reported that a placement signal unreliable alarm was also present. The impella was repositioned. The placement signal unreliable alarm remained despite repositioning.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. There was no problem found pertaining to the pump¿s optical signal issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. Corrections that were made from the initial manufacturer device report number 1220648-2025-27765. D10 concomitant medical products and therapy dates updated.